Manufacturer narrative:
Combination product: yes. The ICD and lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of those particular devices as well as on the returned ICD data. The manufacturing process for the lead and the ICD were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the devices functioned as specified. The returned ICD data have been analyzed. Analysis of the available iegm revealed noise in the atrial channel, confirming the reported observation. Apart from that, the data inspection did not reveal any anomalies. Based on the available data the root cause of the noise in the atrial channel could not be determined. In summary, review of the quality documents confirmed regular manufacturing of both devices under complaint. The reported noise was confirmed through analysis of the returned ICD data; however, the root cause is not determinable based on the data available for analysis. Should additional relevant information become available this investigation will be updated.

Manufacturer narrative:
Combination product: yes

Event description:
Oversensing in the atrial channel was observed. On 15th december the atrial sensing was turned off and the rv coil was working properly. Should additional information be received, this file will be updated.